Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that after a percutaneous coronary intervention (pci) procedure, a shaft fracture and tip detachment was observed. The target lesion was located in the right coronary artery. When the 10 x 3.25cm flextome cutting balloon was advanced to the lesion, resistance was encountered with another manufacturer guide wire and it was observed that the device was kinked. The device was removed from the patient intact. The tip was separated outside of the patient body. When retrieved from the trash box, the tip of the device was found to be missing. The procedure was completed with another manufacturer balloon catheter. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned section of device identified that a break had occurred in the hypotube. The break was located at 185cm proximal from the tip section. The break is consistent with excessive force having been applied to the shaft. It was noted that the proximal section of the hypotube break, including the proximal section of hypotube, strain relief and hub, were not returned for analysis. An examination of the balloon and blades identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that after a percutaneous coronary intervention (pci) procedure, a shaft fracture and tip detachment was observed. The target lesion was located in the right coronary artery. When the 10 x 3.25cm flextome cutting balloon was advanced to the lesion, resistance was encountered with another manufacturer guide wire and it was observed that the device was kinked. The device was removed from the patient intact. The tip was separated outside of the patient body. When retrieved from the trash box, the tip of the device was found to be missing. The procedure was completed with another manufacturer balloon catheter. No patient complications were reported and the patient condition is stable.